Manufacturer narrative:
The reported event of interrogation issue was confirmed. Based on the information provided, it was determined that the magnet was not detected, so therefore the magnet-based advertising was not triggered during the initial attempt to interrogate. It was determined that the magnet was either not placed in the correct position or was not placed long enough for magnet-based advertising to begin in order for the programmer to detect the device. The device was performing per design.

Event description:
It was reported that the implantable cardiac monitor (icm) had a bluetooth (ble) telemetry issue prior to a procedure despite multiple attempts. The pacemaker was removed and replaced. No patient consequences were reported.

Manufacturer narrative:
Correction : section b5 : initially reported event description as "it was reported that the implantable cardiac monitor (icm) had a bluetooth (ble) telemetry issue prior to a procedure despite multiple attempts. The pacemaker was removed and replaced. No patient consequences were reported." Is to be read as "it was reported that the implantable cardiac monitor (icm) had a bluetooth (ble) telemetry issue prior to a procedure despite multiple attempts. The implantable cardiac monitor (icm) was removed and replaced. No patient consequences were reported." Correction : section d4 : serial number., lot number, expiration date and primary unique device identification (UDI) number were corrected to the current value based on new information received from the abbott representative.

Event description:
New information received notes the implantable cardiac monitor (icm) had a bluetooth (ble) telemetry issue prior to opening the device sterile packaging and there were no patient involvement. Upon further checks, the implantable cardiac monitor (icm) was noted to be able to be interrogated using a programmer.